Event description:
Omnicell would not dispense norco in ed. This item is available in multiple omnicells. To address immediate patient issue, product could be obtained from other omnicell. The next day, am pharmacy checked and found no problem with hydrocodone. No hydrocodone was dispensed that day. That day, I verified the following: hydrocodone was cycle counted - count was correct. Coil containing hydrocodone was inspected and found to be intact. Hydrocodone was destocked and restocked and coil functioned as expected.